Event description:
Information was received indicating that during set up of this smiths medical cadd administration sets, the sets experienced leaking from the air detector/valve. It was reported that during priming, the medication leaked from the air detector/valve. No patient consequences were reported. No adverse effects were reported.

Manufacturer narrative:
One used sample was received for evaluation. Visual inspection of the device found it to be in good physical condition. Device underwent leak testing; a leak was noted to be coming from the air vent on the filter. The most probable problem source has been determined to be that the filter became damage after the product left shm facilities. Quality personnel takes a sample of fifteen units every two hours and prior to placing in bag to verify no leakage. While no definitive problem source to the reported issue could be determined, this investigation revealed no intrinsic evidence to suggest a cause of issue related to manufacturing.